Event description:
Pt with cardiac tamponade returned to the o.r.. Intra-op, the arterial cannula separated from the graft at the junction of the aorta, the pt had a massive bleed, was placed back on pump, decomsenated secondary to hemodynamic instability and died.